Manufacturer narrative:
Product ID 8709sc serial# (B)(4), implanted: 2009 (B)(6); product type catheter (B)(4).

Event description:
It was reported that the patient was having a magnetic resonance image (MRI) to rule out any problems with the pump. The patient was also having lower extremity pain. The device system was used to deliver clonidine and dilaudid. Additional information has been requested, but was not available as of the date of this report.